Event description:
It was reported by repair work order that the cot dropped two to three inches while in use with a patient. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported..

Event description:
It was reported by repair work order that the cot dropped two to three inches while in use with a patient. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported..

Manufacturer narrative:
It was found that the cot drifts down with weight due to a hydraulic leak 1/4" hose (rod side) causing the fluid level in the hydraulics assembly to be low. The alleged condition of the cot dropping 2-3 inches with weight on the litter was not reported to be duplicated.